Event description:
Device is used to align fractured femoral bone ends. This device failed at the hexagonal hole of the plastic arm when force was applied. Surgery may have been delayed 30-45 seconds while surgeon put down broken part and applied a manual alignment technique instead of using the device.